Manufacturer narrative:
Additional information: intuitive has received the cadiere forceps instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the customer-reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was found to be fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. The customer confirmed that the conversion was not due to a device issue or malfunction. This was attributed to the patient's underlying condition. Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. The instrument was tested on an in-house system and passed both recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grip tips opened and closed properly. The instrument was found to be fully functional with no product issues identified. Isi has also received the cadiere forceps instrument involved with this event to perform failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the case was converted to open surgery due to a hole in the pulmonary artery (pa), which led to bleeding and cardiac arrest. The patient was resuscitated. The blood loss volume associated with the complication is unknown. The bleeding was controlled with packing and a blood transfusion of 20 units of packed red blood cells was administered. The patient was revived and is now in fair stable condition. Upon further follow-up, the customer clarified that the conversion was not related to a device issue. There was no device issue or malfunction that caused or contributed to the hole in the pa. The instruments that came in contact with the pa included the following: cadiere forceps, bipolar grasper, and a vascular stapler which were utilized to dissect, mobilize, and transect the vessel. A few minutes after these manipulations, the pa ruptured, although the instruments were not actively engaged at the time. The precise mechanism of injury remains unclear, but the operating surgeon considered a staple line rupture as a possible cause. There were no observed unintuitive instrument motions, friction, or shakiness during the procedure. Additionally, there was no instrument-to-instrument or arm-to-arm interference, nor were any external collisions noted. The sequela of events was attributed to the patient's history of histoplasmosis and granulomatous disease invading the left upper lobe.